Manufacturer narrative:
After further review MFR is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported that during use with bd facsvia¿ flow cytometer there was an extra population on patient sample. Results were not reported and there was no patient impact. The following information was provided by the initial reporter, translated from italian to english: application specialist report that the client encountered a problem while analyzing an imk assay. The extra population that the customer notices is due to an incorrect compensation between percp and pe. By increasing the compensation from 1.53% to 20%, the problem disappears. :"erroneous results were on patient samples but the operator realized that the result was incorrect and did not use the erroneous result for diagnosis or treatment. No harm to the patient derived from the erroneous result."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with bd facsvia flow cytometer there was an extra population on patient sample. Results were not reported and there was no patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: application specialist report that the client encountered a problem while analyzing an imk assay. The extra population that the customer notices is due to an incorrect compensation between percp and pe. By increasing the compensation from 1.53% to 20%, the problem disappears. "Erroneous results were on patient samples but the operator realized that the result was incorrect and did not use the erroneous result for diagnosis or treatment. No harm to the patient derived from the erroneous result."